Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified intraperitoneal antibiotics (dose and frequency were not reported) for the event. At the time of this report, the patient had recovered and pd therapy was ongoing. No additional information is available.